Event description:
The first aviator balloon used by the physician (aviator plus .014 4.0x20 142cm) had a kink near the back end of the shaft, it was also noted that kink actually had a hole in it. The second aviator balloon (aviator plus .014 4.0x20 142cm) had a kink in the tip of the balloon and the physician encountered difficulty tracking the device to the lesion. The physician completed the procedure with a third aviator balloon. When attempting to flush the device from the tip, the saline did not come out of the wire exit port. Sem was performed to the shaft of aviator 2 the results exhibited evidence of external and internal abrasions next to the leak-hole on the outer body surfaces; the outer surface of the inner shaft exhibited evidence of scratches at the same location.

Manufacturer narrative:
Contrast: visipaque 50:50 and indeflator: boston scientific encore. As it was reported the first aviator balloon had a kink near the back end of the shaft which had a hole in it. A second aviator balloon had a kink in the tip of the balloon and the physician encountered difficulty tracking the device to the lesion. The physician completed the procedure with a third aviator balloon. The kink on the first balloon was noticed when the tech pulled the device from the back table to hand to the physician. It was already out of the coil tubing and prepped on the table. As far as the sales rep could determine the device was handled and prepped per IFU. There is a chance it could have been kinked by the tech but was not noted by the sales rep or by the tech. The device was used in the patient to treat a lesion in the left internal carotid artery with 95% stenosis. It was in place in the left internal carotid artery and when the tech went to inflate it using a boston scientific encore she noticed the dye shooting out of the hole in the catheter where it was kinked. The balloon did not inflate. The same inflator was successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. The balloon catheter was removed easily. A second aviator was used and when attempting to flush it from the tip, the saline did not come out of the wire exit port. There was no reported patient injury. A non sterile aviator plus .014-4.0mmx20cm, 142cm was received coiled and inside a bag. The balloon appears as if it had been inflated and deflated, a kink was noted in the shaft at 16 cm from the ID band/strain relief. No kink was noted in the tip as reported in the complaint. No other anomaly was observed in the returned device. The tip was reviewed under microscope at 25x of magnification and no damage related with kinks was noted in the tip. A scanning electron microscope was performed to the shaft and the results exhibited evidence of external and internal abrasions next to the leak-hole on the outer body surfaces; the outer surface of the inner shaft exhibited evidence of scratches at the same location of the leak-hole. The exact cause of the abrasion and scratches could not be conclusively determined. An attempt to insert an agility gw of .014 was done per (B)(4) to verify if can be felt resistance, however the gw passed without resistance or friction. In addition the balloon was tried to be inflated per dp (B)(4) and it was noted a leakage in the kinked area of the shaft. The ID tip was measured using an atw gw of .014 required per (B)(4), the gw insertion was done per dp (B)(4) passed. A review of the manufacturing documentation associated with this lot presented the pths 22285 and 22255 no further action was taken because no quality issues were noted during the process, the lot was released and the pths was closed. These nonconformances bare no relation to the complaint reported. The guide wire lumen resistance/friction and the distal tip kinked/bent reported by the customer were not confirmed; however, the exact cause of the shaft/body puncture and kink could not be conclusively determined, controls are in place to prevent defective from leaving the facility. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. Refer to manufacturing work mentioned (B)(4). This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9610978-2010-00162 and 9610978-2010-00167.